Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2007 and then experienced a revision surgical procedure on (B)(6) 2020 approximately 12 years and 7 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10: pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: 651365, 120-01-46 - acumatch cluster cup porous coated 46mm. 1049830, 120-65-25 - bone screw 6.5mm dia x 25mm long. 1030211, 120-65-30 - bone screw 6.5mm dia x 30mm long. 803717, 130-28-25 - acumatch gxl 0 degree liner 28mm sz e. 1064252, 142-28-00 - cocr fem head 28mm +0 offset 12/14. 738051, 160-01-12 - pf stem tapered plasma ext offset sz 12.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added/update to health effect clinical code and component code. No additional information available. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1 b2 g2 h6. The most likely underlying cause for the revision reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."